Event description:
Hcp reports in 2002 the pt presented with signs of an abdominal and a lumbar region abcess as evidenced by fever, back pain, and abdominal tenderness and an elevated wbc. A culture was obtained of the device pocket that revealed 4 wbcs, gram positive cocci, and staph. The pt was treated with both IV and oral antibiotics and total device system explant. The hcp has not seen the pt since the explant and has no info on the pt outcome. The pt had risk factors of obesity, hypertension, and multiple infection following previous surgeries.